Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/29/2011 with the following findings: the bolus button was found to be not responding to button presses. The bolus button was removed and contamination was found under the bolus button contact. Unrelated to the complaint, the display screen was found to be dim and miscolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the audio bolus button was not responding to button presses. The patient reportedly wore the pump in a pump case attached to a belt and did not clean the pump.